Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported and stated that something is wrong with the insulin pump, and he is having problems getting his blood glucose down. The caller stated that he woke up with 566mg/dl, and most of the day his glucose was going from 500's to 600's mg/dl. The customer treated with a manual injection and also with the insulin pump, but he is not sure if the insulin pump delivered those units. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Verified the bolus history and had inaccurate bolus delivery. Advised the caller to revert to back up plan. No further information was provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.